Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3093-28, lot# va0ahln, implanted: (B)(6) 2013, product type: lead.

Event description:
A patient reported their wires were sticking out. The patient stated it they almost looked like a vein and was sensitive in the lead area every time touch or just rubbing of clothes would cause pain. The patient noted she was scheduled for surgery on (B)(6). The patient stated they were having issues and believe they battery was worn out. The patient stated that it took forever to register and it shuts off. The patient stated it was shocking lightly since the healthcare professional (hcp) programmed it on settings 4. The patient noted it felt comfortable with one setting and never touched it. The patient stated that it was fluctuating. It was noted the patient kept changing the programmer batteries and finally there was a picture on the screen. The patient stated there was a picture of a battery and inside a lightning belt. The patient stated it was completely white. It was noted the patient services clarified the device was off. The patient reported constant shocking. The patient stated their settings were fluctuating like someone had been playing with it. The patient stated that every time it shocked him he had to go to the hospital and he could not keep doing th at. The patient stated that it was malfunctioning. The patient stated they went to the emergency room(ER) on (B)(6) and they couldn¿t do anything about it. The patient stated that it was currently shut off. The patient was not sure what it was doing. The patient stated they waited 4 hours and turned it back on and went to the next setting and lowered it down. The patient stated when going through setting program 4 was at its highest number 7, by itself. The patient noted this happened 3 weeks prior to the call. The first time the patient called the healthcare professional (hcp). The patient thought the setting kept increasing by itself. The patient stated the first time she noticed this was 4 months ago and it was more frequent. The patient stated he was on program 2 and he was now at program 4 at 7. The patient stated he assumed the batteries were getting worse. The patient noted they had shocking and burning in the area of sensation 4 months ago. There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.